Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a follow-up. The patient's left ventricular (lv) lead had events of loss of capture. The lv lead was reprogrammed. Patient was stable and asymptomatic.